Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in its proximal end, along with broken fabric threads and a hole that led to fluid leak in the middle of its body. The second cylinder presented wear at fold in its proximal and distal end, along with a hole in the outer tube in the proximal end of its body. In addition, a bulge was identified in the proximal end of the second cylinder. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Its kink resistant tubing (krt) was worn to the filament, but no leaks were noted in the pump. The reservoir was microscopically inspected, and leak tested. Wear at multiple folds in its shell were identified; however, the component passed leakage examination. Based on the information available and analysis results, the hole identified in the first cylinder and the bulge noted in the second one could have caused or contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, multiple findings were identified in all of them.